Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck had a 25 - 30 degree angle and was 22 - 23 mm in diameter. The aneurysm was 3.1 cm in diameter and the iliac arteries were moderately tortuous and not calcified. Below the aortic neck the aneurysm was 3.1 cm in diameter. The iliac arteries were weeks post implant. The graft inverted on itself and there wsa diminished flow to one of the legs. Two 14 x 4 balloons were inflated to in the area of the stent graft inversion; however, this was not successful. Another manufacturer's aortic cuffs were used and that corrected the inverted stent graft. No additional clinical sequelae were reported.